Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2017 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. Unrelated to the original complaint, the pump cover was opened and moisture was observed throughout the pump casing. The original complaint of a blank display could not be duplicated.